Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389-28, lot # 0207100835, implanted: (B)(6) 2013, product type lead; product ID 3389-28, lot # 0207100838, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient experienced an increase in seizure frequency. The patient's implantable neurostimulator (ins) was interrogated on (B)(6) 2016 and high impedances were found on the right side. A CT scan and x-ray were done on (B)(6) 2016. The CT scan came back normal. A revision was done and the right extension was explanted and replaced. Following the revision on (B)(6) 2016, the issue was resolved. The event resulted in an epileptologist and 2 neurosurgeon visits. The event was possibly related to the ins, related to the right lead, possibly related to the right extension, and possibly related to programming/stimulation. The patient outcome was resolved without sequelae on (B)(6) 2016 and the patient status was alive-no injury. The patient's medical history includes diabetes mellitus type 2, hypothyroidism, pancreatitis, and an epilepsy diagnosis in 2001.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3708660; serial# (B)(4) implanted: (B)(6) 2013; explanted: (B)(6) 2016, product type: extension. Product ID 3389-28; lot# 0207100838, implanted: (B)(6) 2013, explanted: (B)(6) 2016. Product type: lead. Conclusion code applies to the ins and to the lead and extension. Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified the ins was repositioned for more comfort to the patient. It was further clarified the ins and extension were replaced during the same revision on (B)(6) 2016 and the right lead was replaced at a later revision on (B)(6) 2016.

Manufacturer narrative:
It is noted the device below has an updated explant date. Concomitant medical products: product ID: 3389-28, lot# 0207100838, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of a clinical study via a representative reported the right lead was explanted with replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received the clinical diagnosis was updated to indicate there was high resistance on the "right lead" and the "lead was broken."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The ins was repositioned to abdomen from sub-clavicular position during revision on (B)(6) 2016, which also necessitated repositioning of the right extension. No further complications are anticipated.